Manufacturer narrative:
Service history review of the architect c16000 was performed eight months in 2007, through no additional complaints were found relating to this issue. This issue was previously under investigation and it was determined to be a toshiba firmware issue. Toshiba found an incorrect status flag for the automatic probe washing attributed to the cause of this error. This firmware is on architect system software versions 3.00 (5f48-15), 3.10 (5f48-18) and 3.11 (5f48-20) and is used on both the architect c16000 and c8000 instruments. A new firmware version to correct this issue is being implemented in architect software version 5.00 scheduled for release in q1-q2 2008. Labeling: the architect system operations manual section 10: troubleshooting and diagnostics contains error code 9085. C system cpu board has a poor connection or failed. The customer is instructed to call csc. Section 5: operating instructions, contains information for powering off/on when indicated for troubleshooting purposes. This is the final report.

Event description:
The customer stated error code 9085 "c system cpu software error" was generated while the architect c16000 instrument was running. The error occurs whether tests are processing or not. The customer had to press "stop" and then 'startup" to clear the software error. No impact to patient management was reported.